Event description:
It was reported that after the implantable cardiac monitor (icm), there was "lots of artifact". The decision was made to extract the device for a better position, but the physician could not extract. It was thought that the device took off on "its own track". The physician then tried to extract the icm under fluoroscopy but still could not extract. It was then reported that the artifact was still present but the oversensing of the artifact was no longer present and r-waves could be seen through the artifact. The decision was made to leave the device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).